Event description:
Boston scientific crm received information that the patient with this device did not feel well after dancing. In the clinic, programming changes were made. In the morning, the patient heart rate increased quickly to 75-100 ppm. During an office visit, the physician pressed on the device and the patient heard a snap. The patient can feel ridges on the device. The patient also received some information from the physician regarding working on cars. Technical services clarified that the patient should not work under the hood of the car when the engine is running. Information was later received that this patient experienced a syncopal episode. The patient also experienced dizzyness, disorientation and chest pain. Information was later received that the patient fell down over the device. The patient went to the emergency room and everything was confirmed to be functioning appropriately. However, when the patient moves his arm, his heart starts beating quickly and suspects it is related to the fall.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--